Manufacturer narrative:
The device was returned to a zoll approved service provider; the customer's report was duplicated and the smart pneumatic module board was replaced to remedy the report. The device was re-certified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "airway pressure sensing failure - 1052." Complainant indicated that there was no patient involvement in the reported malfunction.